Event description:
It was reported that the patient had a colonoscopy with polyp removal and cautery on (B)(6) 2012. The patient then experienced a tingling sensation in the right side of the body and in the face and head which progressed to a shocking or jolting sensation for about 1 week. The left implantable neurostimulator (ins) and lead of the bilateral system was affecting the right side of the body. The symptoms were fine with the right ins. The patient experienced shocking in the face and arm and the shocking stopped when the ins was turned off. On (B)(6) 2012, reprogramming was done and impedances were checked and they were all "normal." During troubleshooting, the shocking was reproduced with positioning neck tilted back and to the left. It appeared that the lead/extension migrated down. The amplitude was turned down in attempt to resolve. The patient reported still feeling a tingling sensation when the ins was turned on and shocking when his head was turned a certain way. The patient felt more of a shocking sensation vs. A tingling sensation after reprogramming was done. Additional information received reported that reprogramming around the shorted electrode was done. An appointment was scheduled for (B)(6) 2012, with the patient's neurologist to have a CT taken to identify the source of the short.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension, product ID: 3387s-40, lot# v095358, implanted: (B)(6) 2010. Product type: lead, product ID: 3387s-40, lot# v095358, implanted: (B)(6) 2010. Product type: lead, product ID: unknown, serial# unknown, implanted: (B)(6) 2010. Product type: extension, product ID: 37601, serial# (B)(4), implanted: (B)(6) 2010. Product type: ipg. (B)(4).

Event description:
Additional information received reported that the cause of the event was that the patient fell and twisted his neck. It was noted that the event was attributed to the extension, which had a break. Low impedances were measured. Non-serious injury was noted. No hospitalization required. Approximately 3 weeks later, it was reported that the patient's hand started shaking in (B)(6) 2012. Stimulation was off in the device that was causing shocking, and it was stated that it was going to be revised.